Manufacturer narrative:
Approximate age of device ¿ 7 years, 6 months and 28 days. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support and no further issues have been reported at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient's lvad system noted pump speed decelerations and pump stoppage events. The patient was asymptomatic. Review of the log file submitted to the manufacturer's technical services confirmed these events, which appeared to occur while the lvad was connected to the power module. Images of the pump were requested, but were not provided. On 30aug2018, the manufacturer¿s technical services representatives performed an external percutaneous lead (driveline) replacement approximately 4.5 inches from the exit site. It was reported that additional pump speed decelerations and pump stoppage events occurred after the repair. On (B)(6) 2018, a second replacement of the external portion of the driveline was performed approximately 1.5 inches from the exit site. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stop events were confirmed via the submitted system controller log files. Low flow alarms were also confirmed via the submitted system controller log files. A specific cause for the change in pump parameters cannot be conclusively determined. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portions of driveline. An approximately 18" segment of driveline was replaced by technical services. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the alarms returned and a second distal end driveline repair was performed by a technical services representative. The approximately 25" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported. The patient remains ongoing on vad support. Multiple attempts for additional information were sent to the customer; however, none was provided. The hm ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. The IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate device age was reported incorrectly. Approximate device age - 3 years, 3 months.